Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. Display is fully functional and is fully illuminated with no visible signs of fading or discoloration.